Manufacturer narrative:
Manufacturer narrative: clinical code: 4582 - no clinical signs, symptoms or conditions- non deployment of device reported , a second device was used to complete the operation, no health damage to the patient has been reported. Impact code: 4642- additional device required- as the initial device failed to deploy correctly a backup device was used to complete the operation. Device problem code : 2547 - separation failure- thoraflex hybrid device failed to deploy. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: -thoraflex hybrid sales jan 22 - feb 26 vs thoraflex hybrid could not deploy events jan 22 - mar 26 had an occurrence rate of (B)(4) no trend requiring action has been identified. 4111 - communication interview- additional information has been requested to aid this investigation. 3331 - analysis of production records- full batch review performed from base fabric to finished product for device ID- 26327690 which confirmed the batch was manufactured to specification. 10 - testing of actual/suspected device: device is being returned for investigation. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available as investigation is ongoing.

Event description:
Delivery system failure reported from (B)(6) hospital. On (B)(6), the thoraflex hybrid device was used for a thoracic aorta replacement to treat a chronic aortic dissection. After inserting the device into the patient as usual, the device was released. However, when the handle was removed, the device came out as well. Although there were no problems with the usage procedure (no guide wire was used), more than half of the device came out, preventing reinsertion. Therefore, a backup thoraflex hybrid device (thp2628x100j) was used to continue the procedure. Subsequently, the procedure was successfully completed. The patient outcome was reported as no health damage to the patient. As per intake form: related to a device deficiency, no surgical intervention, possibly related to procedure and pre-existing condition.